Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a concentric narrow lesion in the proximal left anterior descending artery with 90% stenosis. A 3x18mm xience prox rx stent delivery system (sds) was advanced over a non-abbott guide wire and slight resistance was noted. The sds was removed and then re-advanced successfully over the guide wire and toward the target lesion. The physician suspected that the catheter was perforated which caused the initial resistance. The sds was inflated up to 12 atmospheres and the balloon partially inflated. The sds was withdrawn and the balloon was fully deflated. Resistance was noted with the guide catheter. Outside the anatomy the sds was visually inspected. The stent was undeployed on the stent system. No perforation was noted on the device. A new same size xience prox was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position using a guide wire was unable to be confirmed. The reported inflation issue and the reported failure to deploy were unable to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. Per the investigation a conclusive cause for the reported/noted difficulties cannot be determined. It should be noted that the xience pro x everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.